Event description:
Patient called to report a product issue and adverse event involving his medtronic pacemaker. Patient stated he had the device implanted on (B)(6) 2015 and was told the battery life should last approximately 5-7 years. Patient stated his last few battery check appointments the device is reading 1-15 months remaining or 1-14 months remaining, and he's very concerned about the device battery dying. Patient stated he's afraid to hold a job because at any moment his pacemaker could die. He's been having blood pressure issues, panic attacks, anxiety and severe worry for his wellbeing and safety. Patient said he needs approval from medicare for a battery replacement and is worried that the device battery will die before he's able to get it replaced and he's constantly worrying about pacemaker failure. Patient stated the battery life range of 1-14 months is very worrisome and feels they shouldn't be cutting it so close. Reference report mw5116990.